Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (1gm after five days, ongoing, route not reported) and injection of piperacillin and tazo (4.5 gm, two times a day, ongoing, route not reported) for the event. At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.